Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager keeps failing. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the smart remote manager failure. A field service engineer replaced the latch. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended as the field service engineer troubleshooted the device.